Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this patient presented to the hospital with skin irritation over the device implant site. The patient reported that the physician observed that the device had eroded due to insufficient tissue. The patient was hospitalized and given antibiotic treatment. Consultation with a surgeon is planned to discuss optimal placement of the device. Additional information was received that indicates a revision procedure was performed. The device was successfully placed subpectorally without incident. No adverse patient effects were reported as a result of the revising procedure. Available information suggests that this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.